Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a vats lobectomy. During the pulmonary resection, the stapler did not fire. The surgeon was unable to squeeze the handle. The jaws of the device had also locked on tissue and they had to be forced open. They used another stapler to complete the case. No patient injury was reported.